Event description:
It was reported during the implant procedure that 2 different leads were attempted to be implanted, but were not used due to a "mechanical failure," a "faulty" fixation mechanism, and high impedeances. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, on visual inspection it was noted that the outer insulation was breached or cut. Evaluation summary: (B) (4) no anomalies were found. The visual inspection of this lead found that the outer insulation was breached/cut.